Event description:
Specimen label from the bridge specimen collection system printed label with patient a and cpi, but with a bar coded accession number and test that belonged to a previously printed patient b. The laboratory automation line caught and rejected the erroneous specimen label and no erroneous results were reported on the either patient. ====================== manufacturer response for cerner's bridge specimen collection systemcerner suggested a patch that "cleans up" label files when ever the application is "abruptly interrupted", such as loss of wireless connectivity, etc. They believe this will prevent the "incomplete label record" from "patient a" from ever being available for "patient b". We moved that code into production; no new incidents have been reported.